Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus and basal delivery. After the occlusion alarm was received, customer disconnected the tubing from the infusion set site and at times, insulin was or was not observed exiting the tubing. As tandem technical support was not contacted at the time of the reported issue and pump supplies had been changed after the most recent occlusion, a system check could not be performed to determine a possible cause of the event. Customer's blood glucose was not impacted. Reportedly, customer uses the pump supplies for 5 days.